Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed.visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken, and backflow blood (few drops) was observed when the dilator was removed from the sheath. The inner structure of the valve was found to be damaged; the white part of the valve inlet came off and was pushed into the back. The product was replaced and resolved. The procedure was ended normally. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No interventions were required to stop the backflow blood. Device evaluation details: microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001428 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken, and backflow blood (few drops) was observed when the dilator was removed from the sheath. The inner structure of the valve was found to be damaged; the white part of the valve inlet came off and was pushed into the back. The product was replaced and resolved. The procedure was ended normally. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No interventions were required to stop the backflow blood. With the information available, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow occurred due to a malfunctioning/dislodged valve. Hemostatic valve separation is MDR-reportable.